Event description:
On (B) (6) 2010, a company rep reported the pt was experiencing issues with her infusion device. The pt had breast and bone cancer and was in critical condition. Upon follow up on (B) (6) 2010, the pt's husband reported the pt passed away at 2:00pm today due to many contributing factors. He stated the pt's blood glucose was elevated to 30 mmol/l (540 mg/dl). Her normal blood glucose level was 8 mmol/l (144 mg/dl). She was treated at the hospital for elevated blood glucose and elevated sodium levels with an IV. He stated the pt believed the infusion device was not functioning properly because she was unable to lower her blood glucose. He attempted to switch her to the backup infusion device but was unsuccessful. The infusion device was requested to be returned for evaluation.